Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. Additionally, a component on the pca board was contaminated and the monitor was unable to deliver a pulse. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning and the monitor was unable to deliver a pulse.